Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the reported issue and reprogrammed the system software to p1.2.2 to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue is attributed to the software programming on the console 2.

Event description:
It was reported that the customer encountered a persistent error 297 on the system. The customer was able to isolate the error to the console 2 and disconnected it from the system to resolve the issue. The customer then encountered an error 26032 but was able to recover the fault. There was no report of patient involvement.